Event description:
Reportedly, on (B)(6) 2018, when the rate response was activated at the end of the implantation procedure, the physician observed an increase of the heart rate. The patient was still in the operating room. The rate response sensor was therefore modified from twin trace (combination of an accelerometer called g sensor and a minute ventilation sensor) to g sensor only, and the heart rate slowly started to decrease. The pacing mode was changed from safer-r to ddd in order to reach the basic rate faster. The mode was then reprogrammed to safer, and the pacing rate remained at the basic rate. When twintrace was activated again, the heart rate increased above 100 min-1. The sensor was thus modified to g only. It was also reported that the patient did not have a compression bandage.

Manufacturer narrative:
Please refer to the attached investigation report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, when the rate response was activated at the end of the implantation procedure, the physician observed an increase of the heart rate. The patient was still in the operating room. The rate response sensor was therefore modified from twin trace (combination of an accelerometer called g sensor and a minute ventilation sensor) to g sensor only, and the heart rate slowly started to decrease. The pacing mode was changed from safer-r to ddd in order to reach the basic rate faster. The mode was then reprogrammed to safer, and the pacing rate remained at the basic rate. When twintrace was activated again, the heart rate increased above 100 min-1. The sensor was thus modified to g only. It was also reported that the patient did not have a compression bandage.

Manufacturer narrative:
Please refer to the investigation report.

Event description:
Reportedly, on (B)(6) 2018, when the rate response was activated at the end of the implantation procedure, the physician observed an increase of the heart rate. The patient was still in the operating room. The rate response sensor was therefore modified from twin trace (combination of an accelerometer called g sensor and a minute ventilation sensor) to g sensor only, and the heart rate slowly started to decrease. The pacing mode was changed from safer-r to ddd in order to reach the basic rate faster. The mode was then reprogrammed to safer, and the pacing rate remained at the basic rate. When twintrace was activated again, the heart rate increased above 100 min-1. The sensor was thus modified to g only. It was also reported that the patient did not have a compression bandage.